Event description:
During right knee arthroscopy, the irrigation pump began running in an uncontrolled fashion causing extravasation of the irrigation fluid, which created pressure within the entire leg. Evaluation of the involved device after the incident indicates that the mechanical and electronic aspects of the device were working correctly. Scheduled pm and relevant tests had been performed on 8/26/00. The hosp's analysis indicated that the failure occurred when the rpessure sensing rubber bladder failed. This bladder is part of the disposable tubing. It is located in a chamber. As the pressure of the pumped fluid flowing through the chamber changes, the bladder expands and contracts. The expansion and contraction of the bladder is sensed by the pump and the pumping pressure adjusted accordingly. The failure of the baldder caused the pump to sense that there was no pressure being built up. Hence the pump pressure kept increasing.